Event description:
During a hand assisted colon resection procedure, all of the staples did not form, and the device did not cut all the way across. Opened another like device, and the closing trigger would not click into place. Opened a third like device and two reloads failed to fire properly. Clipped and tied by had to create the anastamosis. A leak was found, and had to open the pt. Laparotomy performed, pt is fine.